Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. A visual examination of the complaint device was performed by the intervascular qa/qc mgr who confirmed the presence of 1 cm length hair on the graft. This small hair should have been evidenced during quality control operations. This is therefore a human error. During an internal quality meeting, qc technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.

Event description:
During routine inspection performed by our distributor, a small hair was found on the graft. There was no pt injury as the device never reached the hospital.